Manufacturer narrative:
Device not returned. The edwards device was not returned for analysis; therefore, the valve could not be assessed for any malfunction or deficiencies. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, the op report also documents pledgeted sutures along the anterior aspect of the mitral annulus that appeared to have loosened and there was a significant gap between the sewing ring of the valve and annulus. This was the area of the perivalvular leak. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 10 days due to recurrent severe mitral regurgitation with severe perivalvular leak. Per the op report, this patient has a complex cardiac history. He underwent coronary bypass grafting in the 1990's. He recently presented with acute on chronic systolic heart failure and was to have mitral regurgitation. He underwent mitral valve repair with a complete annuloplasty ring in february of this year. Unfortunately, he developed recurrent mitral regurgitation and appeared to have dehisced the anterior portion of his ring. He underwent redo right anterior thoracotomy and mitral valve replacement with the subject device on (B)(6) 2012. He had been doing reasonably well after this, although he developed persistent atrial flutter and was unable to wean completely from oxygen. He acutely developed a leukocytosis. All blood cultures were negative, although a transthoracic echo suggested significant mitral regurgitation with a perivalvular leak. He subsequently had a transesophageal echo done but this showed a severe perivalvular leak with at least moderately severe mitral regurgitation. There was also no evidence of severe pulmonary hypertension. He had continued to have high oxygen requirements and to be short of breath. He also developed pleural effusions. He was again felt to have acute on chronic diastolic heart failure related to his mitral regurgitation and worsening pulmonary hypertension. He was brought back to the operating room for another redo mitral valve replacement. Upon inspection of the mitral valve, there were no signs of endocarditis or annular disruption. The pledgeted sutures along the anterior aspect of the mitral annulus appeared to have loosened and there was a significant gap between the sewing ring of the valve and annulus. This was the area where the perivalvular leak was. This device was removed and replaced with a new edwards bioprosthetic valve. His ejection fraction pre and postop looked to be about 40%. There was no perivalvular leak or mitral regurgitation with the new valve.